Manufacturer narrative:
Plant investigation: the heater rod was returned to the manufacturer for physical evaluation. A visual inspection of the returned part the heater rod was received deformed and found to be split open in the middle of the rod. There were no other discrepancies with the heater rod. The resistance across the heater wires (neutral & hot) are out of specification (15.6 ohms (¿)). The resistance between the heater wires must be 10.8 ohms ± 5% (11.34 ohms ¿ 10.26 ohms). The resistance from the heater wires to ground found to be shorted (124.3 k and 125.6 k). The shorted circuit provides a path between ground and hot/neutral wires is known to cause the circuit breaker to trip. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal damage on the heater rod. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) was called onsite by a user facility to repair a 2008t machine with a reported blown breaker. The res replaced the damaged heater element to resolve the issues. Machine functional tests were completed and passed onsite after repair. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had bad heater element and the breaker was blown. A regional equipment specialist (res) found the heater element was split and attached a picture which indicated burn damage. The biomed stated that there was no burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage noted. The burned heater rod was noticed during machine inspection. A patient was not connected to the machine at the time of the incident. The biomed stated that the machine was new, but could not provide how many hours the machine had, and the heater element was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned heater element. The biomed replaced the heater element, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The heater element is not available to be returned to the manufacturer for physical evaluation.